Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing sterile. Patient advised getting an allergic skin reaction to the island dressing 4 x 4. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).